Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The rods were discarded during the case. Part number 04.633.280 x 2, the lot number are unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). Additional procodes: mnh, mni, kwq, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that, on (B)(6) 2019, the patient underwent a revision of a posterior spinal fusion surgery with the matrix system due to a fractured titanium (ti) hard precontoured rod. Originally, the patient had a posterior spinal fusion on an unknown date. On an unknown date after the implant surgery, the patient reported to the surgeon that she was still experiencing pain after the fusion had healed. Additional imaging was taken on an unknown date and was assessed that a (ti) rod had fractured on both sides just below the l5 screws. The original implants were removed from the pelvis and was revised to t10-s1 fusion. The surgery was completed with no adverse consequence to the patient. Concomitant devices reported: unknown pedicle screws (part# /lot# /quantity: unknown), unknown polyaxial screw head (part# /lot# /quantity: unknown), unknown transverse connector (part# /lot# /quantity: unknown), unknown locking cap (part# /lot# /quantity: unknown). This complaint involves two (2) devices. This report is for one (1) 5.5mm ti hard precontoured rod 80mm straight length/400mm. This is report 2 of 2 for (B)(4).